Manufacturer narrative:
UDI = (B)(4). Mfg. Site name-(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the right ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 60 watt with settings of 0.4 joules and 40 hz. According to the complainant, during the procedure, while lasering the stone inside the distal ureter the laser fiber body broke outside the scope where the physician was holding it. There were no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.